Event description:
It was reported via repair work order that the fowler had phantom motion due to misaligned control labels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.